Event description:
It was reported to baxter (B)(4) that a sv2 infusor device delivered in a faster than expected time on a 61 year old male patient. The intended infusion was 96ml of 5-fluorouracil and nacl to be infused over 48 hours. However, the entire 96ml infused in 24 hours. No evidence of a leak was observed on the device. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.